Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with abdominal pain, nausea and had been vomiting for two days. The patient had not been taking their antibiotics medication since (B)(6) 2021. Blood cultures were drawn and the patient was restarted on her antibiotics and was given blood pressure support medication due to concern of cardiogenic shock. It was further reported that on (B)(6) 2021 the patient presented with significant lactic acidosis which appears out or proportion to her clinical presentation and on prior admission at which time the patient required intubation for septic shock. The patient expired and the cause of death was due to right ventricle (rv) failure in the setting of sepsis.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump was not returned for evaluation. One (1) controller and one (1) monitor data cable were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Visual inspection of the returned monitor data cable revealed worn damage on the alden connector which connects to the serial port. Functional testing of the monitor data cable revealed that the cable was unable to transfer data to and from the test monitor. Internal inspection revealed an open wire within the strain relief of the cable assembly. The open wire is an additional finding not related to the reported event. The most likely root cause of the observed open wire event can be attributed to wear on the strain relief and/or the handling of the device, which likely contributed to the fraying or breaking of the cable wire. Failure analysis of the returned controller revealed bent pins within both power ports and the serial port. The bent pins in the power sources did not allow a power source to connect to the controller. The bent pins in the power sources did not allow a data cable to properly connect to the controller. During supplemental testing both power ports and the serial port were replaced with known good ones and then the controller performed as intended. Additionally, visual inspection revealed contamination within the pump connector. The observed contamination is an additional finding not related to the reported event. The most likely root cause of the observed contamination event can be attributed to the handing of the device. As a result, the reported bent pins on the controller ports and damaged locking ring on the monitor cable events were confirmed. Review of the controller log files revealed a slight decrease in power consumption and estimated flows starting on (B)(6) 2021 leading to parameters below the normal operating range. Seventy-two (72) low flow alarms were logged on (B)(6) 2021. Information provided by the site indicated that the patient presented with abdominal pain, nausea and had been vomiting for two days. Blood cultures were drawn and the patient was restarted on her antibiotics and was given blood pressure support medication due to concern of cardiogenic shock. It was further reported that the patient presented with significant lactic acidosis which appeared out of proportion to her clinical presentation on prior admission at which time the patient required intubation for septic shock. The patient expired and the cause of death was due to right ventricle (rv) failure in the setting of sepsis. Based on the available information, the device may have caused or contributed to the reported event. Based on an investigation conducted under CAPA pr00384004, the root cause of bent socket pins within the power port connectors and the serial port connector is attributed to misalignment during connection attempts between the metal receptacles on the controllers and the plastic connector plugs in the battery, adapter cables, and the data cab les. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controllers. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Based on the available information, the most likely root cause of the damaged data cable connector can be attributed to wear, likely due to normal disconnection and reconnection between the data cable and metal serial port connector on the controller. CAPA pr 00384004 was opened to investigate bent/damaged pins with controller 2.0 and damaged cable connectors. Based on risk documentation, multiple factors may have contributed to the observed low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, infection, right ventricular failure, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course . There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial or lot#: unknown - data cable d9: yes, return date: 14-apr-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c0205, c07 h6: FDA conclusion code(s): d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for correction. Adding b7. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for a correction to: -b1. Adv evnt/prod prob: -b5. Desc evt problem -b7. Relevant history -g3. Date MFR rec: changed the date from 31-dec-2021 to 23-dec-2021 -h10.additional products coding additional products: d1: heartware ventricular assist system ¿ controller d4: model #: 1420 / catalog #: 1420 / expiration date: 31-march-2021 / serial#: (B)(6) UDI #: (B)(4) d9: yes, return date: 09-feb-2022 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h4: mfg date: 11-march-2020 h5: no h6: patient ime code(s): e1020, e0306, e1032, e0611, e233601 h6: imf code(s): f02, f08, f2303 h6: img code(s): g0403401 h6: FDA device code(s): a040609 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 additional products: d1: heartware ventricular assist system ¿ data cable d4: model #: 1575 / catalog #: 1575 / expiration date: unk / lot#: unk UDI #: asku d9: no h4: mfg date: unk h5: no h6: patient ime code(s): e1020, e0306, e1032, e0611, e233601 h6: imf code(s): f02, f08, f2303 h6: img code(s): g04034 h6: FDA device code(s): a27 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller exhibited bent pins on both the power and data port. It was also reported that the locking ring on the monitor cable was damaged. The controller was exchanged and the monitor was replaced.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion . Product event summary: the pump (B)(6) and one monitor data cable of unknown lot number were not returned for evaluation. The controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed bent pins within both power ports and the serial port. The bent pins in the power sources did not allow a power source to connect to the controller. The bent pins in the power sources did not allow a data cable to properly connect to the controller. During supplemental testing both power ports and the serial port were replaced with known good ones and then the controller performed as intended. Additionally, visual inspection revealed contamination within the pump connector. The observed contamination is an additional finding not related to the reported event. The most likely root cause of the observed contamination event can be attributed to the handing of the device. As a result, the reported bent pins on the controller ports event was confirmed; however the reported damaged locking ring on the monitor cable could not be confirmed due to insufficient evidence. Review of the controller log files revealed a slight decrease in power consumption and estimated flows starting on (B)(6) 2021 leading to parameters below the normal operating range. There were seventy-two (72) low flow alarms were logged on (B)(6) 2021. Information provided by the site indicated that the patient presented with abdominal pain, nausea and had been vomiting for two days. Blood cultures were drawn and the patient was restarted on her antibiotics and was given blood pressure support medication due to concern of cardiogenic shock. It was further reported that the patient presented with significant lactic acidosis which appeared out of proportion to her clinical presentation on prior admission at which time the patient required intubation for septic shock. The patient expired and the cause of death was due to right ventricle (rv) failure in the setting of sepsis. Based on the available information, the device may have caused or contributed to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported damaged locking ring on the monitor cable can be attributed but not limited to wear and/or handling of the device. Based on an investigation conducted under CAPA pr00384004, the root cause of bent socket pins within the power port connectors and the serial port connector is attributed to misalignment during connection attempts between the metal receptacles on the controllers and the plastic connector plugs in the battery, adapter cables, and the data cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controllers. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Based on risk documentation, multiple factors may have contributed to the observed low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, infection, right ventricular failure, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial #: (B)(6), h3: yes h6: FDA method code(s): b01,b15 h6: FDA results code(s): c15, c0706 h6: FDA conclusion code(s): d01, d11 d4: lot#: unknown h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.